Manufacturer narrative:
The investigation has determined that higher than expected vitros tropi es results were obtained from a single patient sample on a vitros 5600 integrated system when compared to a non-vitros tropi method. The investigation determined the most likely assignable cause was the presence of heterophilic antibodies in the patient¿s sample that are interfering with the vitros tropi es assay, but not with the non-vitros method. The vitros tropi es instructions for use state, ¿for troubleshooting purposes, if the ctni result is inconsistent with the clinical picture and is persistently elevated, the sample should be tested for the presence of heterophilic antibodies. These antibodies may be present in the blood samples from individuals regularly exposed to animals or who have been treated with animal serum products.¿

Event description:
A customer obtained reproducible, higher than expected vitros tropi es results from a single patient sample using a vitros 5600 integrated system when compared to a non-vitros tropi method. Patient results: 7.0, 7.5, and 7.6 ng/ml versus expected non-vitros method tropi result 0.00 ng/ml a biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected patient results were not reported from the laboratory. There was no allegation of patient harm as a result of the event. (B)(4).